Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 500, 400 mg/dl. The customer was treated with the manual injection. The customer stated that she was not want to perform troubleshooting for high blood glucose. The customer stated that the insulin pump was off of the day. The insulin pump will not be returned for analysis.